Event description:
It was reported that the autopulse resuscitation system displayed an "align patient" message while in use with a patient and ran for only about 30 seconds. Device was turned off/on and worked again for only 30 seconds. The battery was replaced and the problem recurred after being on the patient for approximately 30 seconds. Customer indicated that the platform also behaved the same way during training. The problem with the patient happened last december and customer does not believe the board has been used since the incident and/or during training. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection of the returned autopulse platform showed no physical damages. Review of the autopulse archive data showed numerous user advisory 2 (compression tracking error), user advisory 8 (motor controller fault detected) and user advisory 17 (max motor on time exceeded during active operation) faults. Review of the archive data does not indicate any faults or error messages occurring in (B)(6) 2012. There was one instance noted in (B)(6) 2012 where compressions were performed, however, no problems were observed. Functional testing was performed with the returned autopulse board using a test battery, and the unit ran successfully for 30 minutes, with no problems. In summary, review of the archive data as well functional testing using a test battery, could not confirm the reported complaint.